Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., g.2., h.6.

Event description:
Additional information received from the physician noting the patient's condition has improved.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that after being injected with 0.55 ml of juvéderm® volift® retouch in the lip approximately 2 months later, the patient's "lip was swollen¿ and ¿face is contorted." The patient was prescribed anti-allergy tabs. 4 days later, the patient reported being sent to the emergency room as it was suspected the filler caused an infection. It was additionally reported the patient took ritalin tabs, which caused dryness to the lips, deemed not device related. This dryness caused the patient to scratch their lips, which possibly caused the infection. The event is ongoing.